Event description:
The patient stated the pod appeared to leak insulin, leading to hyperglycemia and a visit to the emergency department. The patient reported that their blood glucose level rose to 32.9 mmol/l (592.2 mg/dl) between 37 and 48 hours of wearing the pod. The patient reported that the pod was applied on friday, march 20, on the abdomen. The patient noticed a possible smell of insulin without visible dampness and required intravenous fluids; clinicians noted that the patient was close to developing diabetic ketoacidosis. The patient remained in the hospital for approximately eight hours (07:00¿15:00). Treatment included administration of a full bag of saline intravenous fluids until the course was completed. Reported symptoms included dry mouth, dizziness, nausea, and increased urination. Later that day, the patient experienced worsening hyperglycemia with symptoms including dry mouth, polyuria, thirst, dizziness, and vomiting. Medical staff observed wetness and staining on the adhesive and advised the patient to change the insulin pump. The pod that was placed on the abdomen has been disposed of and is not available for evaluation. A new pod has been applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.